Event description:
Caller states patient tested 7.1 inr and 7.5 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
It was reported that during an unknown procedure, both forceps after their usage, presented an error and needed to be replaced. One of them had its tip broke during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.